Event description:
It is reported that a customer experienced high blood glucose of 200mg/dl to 540 mg/dl. The customer was treated for the high blood glucose with a IV. The customer was informed that there could be many reasons for high blood glucose. The customer was states that they have issues with the sensor sticking with the adhesive tape. The customer was educated on the proper site and insertion technique of the sensor. The customer will try the different remedies discussed and will call back if the issue persist. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.